Event description:
The customer reported that after 5 hrs of use during a gastrectomy, the led on the generator became red when activated and the device stopped working. The unit was disassembled and re-assembled to attempt to continue using the device. The dissector was then cleaned by the surgical staff and a fragment of the tip broke and fell on the table. The pt was not involved. This occurred at near the end of the procedure and another device was not needed to complete the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.